Manufacturer narrative:
Deflation of the right breast implant. Bilateral exchange with unk devices. Original surgery was performed by dr in the year 1999 using hutchison hsh 500 saline-fill implants, which were filled to an unk volume. The pt has not yet under-gone bilateral replacement surgery, as this is scheduled for 2007. No product was returned. As no product was returned it was not possible to perform a product inspection. Review of the product history sheet for lot no s5932/1 demonstrated that the product was mfg within spec. No conclusion can be drawn.